Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Troubleshoot was performed and was advised to insert the new battery and the display returned. The customer was advised to remove battery for 10 minutes and customer stated the display did not return and the pump had been without power for over a year last battery attempt was more than 10 minutes ago. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit alarmed failed battery test due to corroded battery tube and battery cap contact. No blank display anomalies were noted. Unable to verify operational currents or perform the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test due to constant failed battery test alarms. Unit received with cracked case at the display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.